Event description:
It was reported to boston scientific corporation that during an anterior/apical repair using an uphold vaginal support system, after the physician fired the capio device with the leg assembly for the first time, the needle became stuck inside the capio cage. The physician was able to remove the needle from the cage by pulling on it. The procedure was completed with another uphold vaginal support system. There were no complications to the patient, who was stable at the conclusion of the procedure.

Manufacturer narrative:
(B)(6). Device evaluation a review of the manufacturing records for this lot showed no evidence of a manufacturing-related potential cause for this event. The mesh assembly was not received for analysis. Visual analysis of the returned capio device revealed that the handle was broken; this likely occurred during the return shipment. The capio cage was free from bends and there were no defects that could have contributed to the reported event. Functional analysis revealed that the carrier was free from bends, but it would not retract completely.